Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date the patient began treatment with intraperitoneal (ip) injection of vancomycin (1 gram, each bag, and duration not reported) and (ip) injection of fortum (1 gram, each bag, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown. No additional information is available.